Event description:
Device issue: guide wire tip separation. Time of device issue: during the procedure. Adverse event: foreign body in pt. Onset of adverse event: during the procedure. It was reported that the target lesion was a tough chronic total occlusion (cto) in the mid right coronary artery (rca). The lesion was accessed with a non-abbott guide wire first, then simultaneously introduced the bmw universal ii guide wire. The non-abbott guide wire was then removed, and a 2.5 x 12 rx voyager delivered and inflated. While pulling the voyager back, it was noted that the bmw guide wires radio-opaque tip had separated and was floating in the posterior descending artery (pda). Attempts were made to snare the separated tip; however, the tip was in the distal pda, and it could not be removed from the pt's anatomy. A new bmw universal ii guide wire was used to complete the procedure successfully. The pt did not experience any symptoms due to the separated tip. Pt is fine and was discharged from the hospital. No additional info is available.

Manufacturer narrative:
(B) (4): the device is expected to be returned for eval. It has not yet been received.